Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone15.5. Cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on ((B)(6) 2025). The patient's blood glucose levels declined to 27 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include being unresponsive, blacked out, sweating, drooling and not breathing. The patient reports switching to manual mode after the application of a new pod and administering a bolus of 13 units of insulin followed by another bolus of 6 units of insulin 30 minutes later that caused the patients blood glucose level to increase to 273 mg/dl. The patients blood glucose level after 2 boluses delivered was 27 mg/dl. Upon arrival of the emergency medical technicians the patients pod was removed and the patient was treated with juice and sugar water. After treatment for the emergency medical technicians the patients blood glucose level had rose to 121 mg/dl. Once at the hospital the patient was treated with tangerines, sandwiches, juice, fruit, sugar water, dextrose and glucose tablets. The patient was discharged from the hospital emergency room the same day. The patient was able to resume treatment with a new pod after this event. The patient reports they had followed up with their health care physician who corrected their settings.

Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. Pod data indicates the pod operated and delivered insulin as intended during operation. No damages or defects that would affect the delivery of insulin were observed.